Event description:
It was reported that patient experienced pain and got worst. The patient underwent a spinal cord stimulator (scs) explant procedure where in all devices were removed. The explanted device will not be return due to facility policy.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately years ago from date manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7128635. UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7129919. UDI: (B)(4).